Manufacturer narrative:
The unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and dat test at 0.08750 inches. The unit had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetic ketoacidosis and high blood glucose. The customer had symptoms of vomiting and abdominal pain. The customer's blood glucose level at time of admission was 800 mg/dl. The customer was treated with intravenous therapy and drip insulin. The customer was wearing the insulin pump at the time of hospitalization. Additionally, the customer had received a no delivery alarm but the insulin pump passed the no delivery alarm test. The customer was not comfortable with using the insulin pump and the device was returned for analysis.